Event description:
The physician attempted to place a biodivysio oc 3.5 x 28 mm coronary stent in the left anterior descending artery which was reported to be 80% stenosed. The patient was experiencing an acute myocardial infarction and the physician had successfully placed a 4.0 x 22mm biodiv ysio coronary stent in the left anterior descending artery following predilation of the vessel to 4.0mm. The 3.5 x 28mm stent was being placed to "tack up an area of dissection" of the same vessel, with this stent being positioned distal to the initial 4.0 mm stent. It was reported that the arterial dissection was not related to the stent placements. The stent delivery system was not prepped prior to device insertion due the emergent need for the stent. The stent was positioned at the dissection. The physician attempted to deploy the stent, but the balloon would not inflate. The physician inspected the shaft and found that the y-port of the stent delivery system had a crack that was reported to be approximately 1 inch in length which was leaking contrast outside of the patient's body. Due to this crack, the balloon of the catheter would not hold pressure and the stent could not be deployed. The stent delivery system and guiding catheter were removed as a single unit and a second biodivysio 3.5 x 28mm stent was successfully placed at the area of the dissection. The patient's condition did not deteriorate during the delay and there no reports of adverse effects.